Event description:
Per the audiologist, the patient reported intermittent sound with the cochlear implant system. The patient also reported that he was able to hear consistently when he pushed on the coil. Exchanging the external equipment did not alleviate the problem. Results of an integrity test completed 2006 were inconclusive. Adjustment of the device's coil cable did not solve the problem. The patient's device was explanted in 2007 (estimated date). Information on a reimplant was not provided. Note: event date and explant dates are estimates.